Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer reported that they received a failed battery test after placing a new battery. The customer's blood glucose was over 220 mg/dl at the time of incident. The customer stated that the insulin did exit while performing plunger push after reconnecting the reservoir and tubing. The customer stated that the insulin pump did not alarm no delivery during manual prime. The insulin pump will not be returned for analysis.